Manufacturer narrative:
Correction: d10 continuation of d10: product ID: afr-00006 product type: catheter extension cable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: afr-00001 product type: catheter afr-00001 product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a temperature sensor fault occurred. The catheter was replaced. Upon connection of the second catheter, there was a temperature sensor fault and a temperature circulation failure error. When the catheter was inserted into the sheath the shape of the catheter remained a sphere, not reading it was in the sheath. The cable was reconnected and the stack was rebooted without resolution. The cable and the catheter were replaced which resolved the issue. After the second replacement, while ablating the anterior wall doing an anterior mitral line a steam pop occurred. The case continued. The outcome of this case is unknown. No patient complications have been reported as a result of this event.